Event description:
Customer reported the unit beeping and stopped running.

Manufacturer narrative:
It was reported the express 4 unit to have a burnt power harness and the unit was inoperable. There was burning smell but no flame. No injuries, smoke emission, or visible flames were reported. This fire department was not called.